Manufacturer narrative:
The returned device was evaluated and a kink in the exposed end of the soft cannula was observed. It is unclear when the kink occurred. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a kink in the cannula or a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 379mg/dl while wearing the pod on her arm for between 36 and 48 hours. Treatment included changing the pod and giving a correction bolus. The device was returned for evaluation.